Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back. Rash was reported to look like sores that turned into welts. Patient reports the irritation began to ooze a clear substance for a couple days. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply a triple antibiotic cream to the irritation, but she did not use the cream. Outcome of the irritation is unknown.